Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer. The device was received without the mandrel and balloon protector. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified stretching throughout the extrusion. Microscopic examination identified damage to the inner lumen where it was severely stretched at multiple points in the extrusion. It appears as if tensile force was applied to the tip of the device and it has been detached. The device could not be loaded with a test mandrel due to the extent of the shaft damage. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code of cause not established. Returned product analysis identified multiple hypotube kinks, the distal tip of the device had been pulled off, there was severe stretching throughout the entire extrusion and inner lumen, and a test to load a test wire was unsuccessful due to the extent of damage to the shaft. Based on the limited available information it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established with certainty.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the mandrel was difficult to remove and the wire could not be inserted into the device. A 2.00 mm x 20 mm agent dcb was selected for use to treat a lesion. The device was unpacked and removed the hoop, when the mandrel was pulled from the distal tip it was removed with severe resistance. An attempt was made to insert the tip of a guidewire into the device but there was severe resistance and the wire could not be inserted, so the use of the device was discontinued. There were no patient complications. However, returned device analysis revealed that the tip was detached.